Event description:
It was reported that the right front wheel of a prismaflex machine was observed to be broken during setup. The device was at risk of tipping over. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on site by a vantive qualified technician. Visual inspection of the machine showed that the front right wheel of the machine base was broken. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the machine instability was the broken wheel which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.